Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) displayed maintenance code # 3. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue powering up the unit or in the fault log. The stm then performed a complete system checkout and the unit passed all testing to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) displayed maintenance code # 3. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.